Manufacturer narrative:
The investigation reviewed the calibration data. The investigation noted that the first calibration performed on 13-oct-2023 at 2:18 pm failed with errors; the second calibration at 3:22 pm was successful. The first calibration on 20-oct-2023 failed with errors; the second calibration was successful. The investigation reviewed the qc results on the date of event from the digital laboratory management software. The qc levels 1 and 2 were out of range on the date of event. A hardware performance check was performed; two assays had borderline to expected values. The investigation determined the event was consistent with a sample carryover due to a partially clogged sample probe. Product labeling states "daily maintenance - cleaning sample probe, reagent probes, ise probe and ise sipper nozzle at the end of analysis each day, clean the outside of the pipetter probes (sample probe, reagent probes, ise probe) and of the ise sipper to remove residual solution and precipitation. This is a combined maintenance procedure for both ise and photometric unit. "

Manufacturer narrative:
The serial number of the customer's cobas 6000 c501 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable dig digoxin results from one patient sample tested on the cobas 6000 c501 module. The initial result was not reported outside of the laboratory. The initial result from the module with the patient sample in a tube was 0.30 ng/ml with a data flag. The first repeat result from the module with the patient sample in a tube was 0.40 ng/ml. The second repeat result from the module with the patient sample in a cup was 0.35 ng/ml. The third repeat result from the module with the patient sample in a cup was 0.59 ng/ml. The fourth repeat result from another c 501 with the patient sample in a cup was 0.50 ng/ml. The fifth repeat result from another c 501 with the patient sample in a cup was 0.51 ng/ml.